Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: d10 corrected: e1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address persistent femoral pain. The rp tc3 femoral construct with pressfit stem, sleeve and posterior augments were removed. A femoral component of a similar size and argument combination was reimplanted with a long cemented stem and a competitor femoral cone. A new tc3 rp poly of the same size was reimplanted. Doi: unknown; dor: (B)(6) 2021; left knee.